Event description:
It was reported that during generator replacement procedure, externalized conductors were observed through x-ray on the right ventricular lead. All lead measurements were stable and noise was not noted. Due to the patient¿s age and occluded veins, the physician elected to keep the rv lead implanted and active. Patient was in stable condition.